Manufacturer narrative:
The device was not required for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that he was hospitalized due to high blood glucose levels and caused him hypoglycemia in which he blacked out and caused an accident. The patient's blood glucose, and insulin history is as follows: the pod was deactivated, customer still has pod, and no additional information has been received.